Event description:
It was reported that lead warnings triggered for both the atrial and ventricular leads due to polarity changes. The ventricular lead also exhibited higher impedance in the unipolar setting than in bipolar. The leads were left in the patient's body and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the leads were fractured.